Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional analysis was performed on the returned device. The reported inflation and deflation issue was not confirmed. The balloon inflated evenly without a waist and deflated within specification times. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific product issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the non-tortuous, moderately calcified, 40% stenosed superficial femoral artery. A 6.00 x 150 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was selected for the procedure. No issues were noted during removal of the protective sheath and no issues were noted during prep (air aspiration). The pta catheter was advanced to the lesion and inflated three times, each time the center of the balloon did not fully inflate and the each time the balloon was slow to deflate, but did fully deflate. The pta catheter was replaced with an unspecified drug coated balloon catheter to successfully complete the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information provided.